Event description:
Additional information was received that product analysis was completed on the serial cord. A visual analysis of the cable was able to verify that the hood was damaged. Because the hood was damaged, the connector in the hood assembly was loose and difficult to fully insert into the handheld. No further anomalies associated with the serial cable were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure was found, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the serial cable adaptor for the physician's handheld had a problem. The plastic on the serial cable had broken off on the portion of the cable that connects to the handheld. The serial cable adaptor was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.